Event description:
Patient was undergoing d&c hysteroscopy, polyp resection when it was noticed that the microscissors had stopped working. Upon examination, doctor found one blade missing. He did an exhaustive search in the uterine cavity and found no evidence of blade inside uterus. Also x-rayed pt and again found no evidence of blade in abdomen or uterus. Procedure completed and pt condition good post-op. Although there is no evidence of any pt injury, to be on the safe side we are filing an MDR on this missing blade incident.